Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer by turning off and unplugging the drawer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.